Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 15 mg/dl. It was stated that the customer was using test strips that were giving incorrect readings. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.